Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. "When igp was [in the] ... Scope and inside [the] patient, ... The needle was able to open [but not retract." A second injection gold probe bipolar catheter was used. This device could not inject, and the needle could not be retracted into the sheath. The device was removed and the physician completed the procedure with a different device (product and manufacturer unknown). No patient complications were reported as a result of this issue. Refer to associated manufacturer report #3005099803-2008-00665 for a description of the first event.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal end was curved and kinked. The extension and retraction functions of the needle were tested by holding the catheter, and slowly actuating the handle. The needle extended and retracted partially and intermittently. Based on the design, assembly and functionality of the device, the mechanical damage noted in this evaluation likely occurred during the advancement of the probe toward the treatment site; if the noted damage had occurred prior to actuating the needle, the damage would have precluded it's ability to extend. The may 2008 15-month injection gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.